Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. Patient is fine.